Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11oct2018. Philip's field service engineer (fse) was able to verify the reported problem. The fse performed internal and external inspection and observed the alternate current (ac) cord twisted; causing a short and not providing ac power to the device. The fse replaced the power cord to address the reported problem. Subsequently, the device passed the performance verification test successfully.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was in use on patient , however, there was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 20dec2018. Failure analysis on the returned power cord shows that the failure was verified; open conductors end-to end on neutral, live, and ground dependent on wire position. Suspect wear/mishandling of plug based on damaged strain relief.